Event description:
It was reported that the customer experienced issues with bleeding and blood gushing out at the insertion site. The customer stated that there was so much blood that it could have filled three to four paper towels. The customer stated that this lasted for six days. The customer further stated that there was swelling the size of a golf ball but that it had decreased to the size of a marble. The customer's blood glucose was unknown. The customer also reported issues with the sensor reading that he had low blood glucose even though he did not. Troubleshooting was done for the insertion site issues. Explained that the blood have been the result of inserting the infusion set in a capillary. Advised customer to monitor the issue. Troubleshooting could not be completed. The customer stated that he would call back in order to continue troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.